Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per complaint form: "sr chew claimed that the stent kinked prior putting it through the scope, it cannot be loaded through a pushing catheter to be deployed. Another new stent was used instead and it was successful" per complaint form: did any section of the device remain in patient's body: no. Did patient require additional procedure: no. Any adverse effects on the patient due to this occurrence: no.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Lab evaluation received on 4-apr-2022: visual inspection: slight kink noted

Manufacturer narrative:
Device evaluation: 1 x zso-7-6 device of lot c1710278 was returned opened in its original packaging to cirl for evaluation. With the information provided, a physical and a document-based investigation was conducted. Lab evaluation: lab evaluation completed on 4th april 2022 visual inspection: slight kink noted on the 4th porthole on the tapered end pigtail curl. Pigtail straightener returned in the correct orientation. Functional inspection: 0.035" wire guide does not pass the kinks document review: prior to distribution all zso-7-6 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-6 of lot number c1710278 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1710278. It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to kinking as the pigtail curl was straightened with the pigtail straightener. Summary: the complaint is confirmed as the failure was verified in the laboratory. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.